Event description:
Customer reported that the insulin did not deliver and that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 99 mg/dl. He was advised to disconnect and reconnect the reservoir and tubing and to verify that the connection was secure. Customer was advised to replace the plunger and manually push insulin slowly through the tubing. He stated that insulin did not exit. He was advised to repeat the process with a new infusion set with the current reservoir and he stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.